Event description:
Leica biosystems (lbs) received a complaint of underprocessed specimens. On (B)(6) 2025, the lbs field applications specialist (fas) investigating this event with the complainant documented the following, "...unfortunately there were some cases that were not diagnosable." Leica biosystems has not yet received information regarding final patient outcome or patient identifiers for the "...cases that were not diagnosable..."